Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total thyroidectomy - "fine fusion was fired 107 times during thyroidectomy. Jaws were cleaned frequently throughout the procedure. After 55th fire the scrub tech had to take a blade to scrape off eschar build up on jaws. After 80th fire the surgeon requested the jaws be cleaned again because jaws were sticking too much. Surgeon feedback was the jaws seemed to stick frequently after he had sealed into muscle." Patient status - stable

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause of tissue sticking could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.